Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A customer medwatch #mw5056456 was received at sorin group (B)(4) reporting a cluster of non-tuberculous mycobacterium seen in patients who had previously undergone cardiothoracic surgery involving the sorin heater-cooler system 3t. Through follow up communication with the customer, sorin group has been made aware that this unit (B)(4) is not available for return. Multiple attempts have been made to get more information from the customer and they have reported that they are unwilling to disclose any information regarding patient involvement at this time. Sorin group has been in direct contact with the customer on several occasions and they have not expressed any interest in having the units serviced or inspected by a sorin technician. A review of the DHR did not identify any deviations or non-conformities relevant to the reported failure. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure.

Manufacturer narrative:
During a review of all previously filed medwatch reports for (B)(6), conducted on september 23, 2016, it was discovered that information regarding legal complaints had been filed for one of the three reported serial numbers ((B)(4) on medwatch report 9611109-2015-00498), but not for the other two ((B)(4) on medwatch reports 9611109-2016-00148 and 9611109-2016-00149, respectively). This report is being filed to provide additional information about patients that may have been operated on using serial number (B)(4). It is not known which units were used for a given patient procedure, and so these updates are being made for serial numbers (B)(4). The same updates have already been made for serial number (B)(4) in follow-ups 5, 6 and 7 for 9611109-2015-00498. This report also contains additional information discovered during a literature review conducted on september 22, 2016. On june 28, 2016, a literature review identified the name, age, and sex for two of the patients (and the date of death for one of the two patients) reportedly infected with mycobacteria at (B)(6). On july 14, 2016, sorin group was notified of three legal complaints, and on august 17, 2016, sorin group was notified of an additional legal complaint. It is our belief, based on the current information provided to date, that these four legal complaints identify the details of four of the patients who were reportedly infected with mycobacteria at (B)(6). Originally, individual reports were not filed for individual patient infections, as no information specific to each patient had been provided. Upon receipt of specific information regarding these patients, additional medwatch reports were submitted. Medwatch reports 9611109-2016-00527 and 9611109-2016-00528 were filed on july 28, 2016 regarding the two patients identified in the june 28, 2016 literature review. These reports (9611109-2016-00527 and 9611109-2016-00528) provided information related to two of the three patients identified in the legal complaints received on july 14, 2016, so only one additional medwatch report (9611109-2016-00559) was filed on august 12, 2016 to provide information related to the patient on the third legal complaint. One additional medwatch report (9611109-2016-00586) was filed on september 16, 2016 to provide information related to the patient from the legal complaint received on august 17, 2016. Please see the additional reports for further details on the patients. On september 22, 2016, sorin group (B)(4) conducted a literature review that identified additional information related to mycobacterium infections at (B)(6). The article, published on september 21, 2016 by the philadelphia inquirer (http://www.philly.com/), reported that a total of 12 patients had been infected with mycobacteria at (B)(6). The previously filed follow-up report (follow-up 2, submitted on june 15, 2016) provided information related to 10 patient infections and 6 patient deaths. It was not stated in the article published by the philadelphia inquirer how many patients have died to date. The customer has been contacted on several occasions, however they have stated that they are unable to discuss this issue any further with sorin group quality assurance. Because the facility is unwilling to disclose any new information, the details of any additional infected patients and the involved unit(s) are not known at this time.

Manufacturer narrative:
On may 16, 2016, sorin group (B)(4) reviewed literature and compared the information discovered to complaints regarding mycobacteria infections in patients. Sorin group (B)(4) was able to identify different information within two different publications related to mycobacterium infections at (B)(6). When comparing the literature to the latest information in the complaint, a discrepancy was identified regarding the number of affected patients and patient deaths. The first source, published on november 4, 2015 by the york daily record (www.ydr.com), stated that the cdc had identified eight patients who had likely been infected. Four of the patients died. The source indicates that the deaths have not been definitively linked to the infections, though wellspan york hospital stated that they were likely a contributing factor. Three of the eight people who had been infected were reported to have had the same species of bacterium found in the equipment (mycobacterium chimaera). The second source, published on may 17, 2016 by york dispatch (www.yorkdispatch.com), also mentions that (B)(6) hospital had originally identified eight ntm-infected patients, four of whom died. However, the report then references a statement made by a spokesman for the facility, who stated that the numbers have since increased to ten infected patients and six patient deaths. No definitive link to the sorin heater-cooler system was made in the article. The customer has been contacted on several occasions, however they have stated that they are unable to discuss this issue any further with sorin group. Because the facility is unwilling to disclose any new information, the exact number of current infected patients and patient deaths is not known.

Manufacturer narrative:
Patient information has been requested, but has not yet been received from the facility. This information will be forwarded when made available. Public releases have indicated that the facility has identified several patient deaths related to the presence of nontuberculous mycobacterium; however, as noted above we have not received patient information or other details from the reporting facility. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). (B)(4). A customer medwatch #mw5056456 was received at sorin group (B)(4) reporting a cluster of non-tuberculous mycobacterium seen in patients who had previously undergone cardiothoracic surgery involving the sorin heater-cooler system 3t. Public releases have indicated that the facility has identified several patient deaths related to the presence of non-tuberculous mycobacterium; however, as noted above we have not received patient information from the reporting facility. The facility reported that samples were sent to the cdc and bacterial contamination of this device ((B)(4)) has been confirmed, however, the facility has also reported that the unit is not available for return to sorin group (B)(4). Sorin group USA has been in contact with the facility to obtain additional information relating to the patient details and outcomes, or any information on the source of the reported bacteria and the current status of the involved unit. We have not yet received this information from the facility. This issue was initially reported under a single medwatch report (manufacturer report number 9611109-2015-00498) because serial numbers were not provided. The serial numbers have since been determined through follow-up communication with the customer, and so a separate medwatch report is being filed for each machine involved (see medwatch reports 9611109-2015-00498 and 9611109-2016-00148 for information on the other serial numbers). The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Device not available for return.

Event description:
A customer medwatch #mw5056456 was received at sorin group (B)(4) reporting a cluster of non-tuberculous mycobacterium seen in patients who had previously undergone cardiothoracic surgery involving the sorin heater-cooler system 3t.